Manufacturer narrative:
The returned valve was not patent and therefore reflux, pressure-flow, and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a consciousness disorder due to cerebrospinal fluid flowing more that the preset pressure setting. As a result, the patient underwent a shunt revision to replace the product. Both the valve and lumbar catheter were replaced. The patient¿s status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgeon found that the valve didn't work properly due to the over drainage even though the pressure was at pl 2.5.

Manufacturer narrative:
Device information: due to imdrf harmonization, the method, result, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was confirmed that the lumbar catheter was damaged.